Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, its door had multiple failures and clicking noise. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e1 phone and section e3 occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed and made clicking noises. A field service engineer confirmed the station was up and running with all drawers and doors closed and no failure icons present. During troubleshooting, the customer signed in to inventory medication and encountered a door failure. Resolution included replacing the latch, tightening harness connectors, applying conductive grease, and reseating connections. A reboot was performed, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, its door had multiple failures and clicking noise. The customer reported issue occurred during medication to patient. There were no delays and adverse events or injuries reported based on this event